Event description:
It was reported by the affiliate that (1) mcm20 was used during a whipple procedure. It was reported by the affiliate that the clips will not close properly. Another device was used to complete the case. There was no adverse pt outcome.